Event description:
Patient who stated she is getting a error message on curlin pump of error code 20.0 - empty lithium battery. She replaced the c batteries before calling us. Advised patient that we will need to send a new pump to her as that is the internal battery of the pump. Serial number - 303116. Indication - common variable immunodeficiency, unspecified.